Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Upon initial investigation, the pod was found to be discolored, and corrosion was observed on the pcb through the bottom housing. The exposed soft cannula was observed to be kinked. Once the housing was removed, corrosion was observed on all three batteries, and on the mechanism rails. All three batteries were measured below specification. One mechanism rail was observed to be bent, and the other rail was found to be lifted and bent. The ratchet gear was observed to be damaged and one of the piezo springs was observed to be pushed in. The underside of the top housing and the piezo was observed to be damaged. The damage to the ratchet gear and the piezo spring aligned with the damage to the piezo and the top housing, due to this the damage observed was determined to be post use damage. Fluid path testing and a leak test were completed; prior to a leak test being done, fluid path testing showed that fluid flowed through the complete path despite the exposed soft cannula kink, the leak test found a tear in the unexposed portion of the soft cannula. The investigation could not determine if the tear in the unexposed portion of the soft cannula as well as the corrosion observed were caused by the post use damage as the timing of when the leak could not be determined. The investigation could not conclusively determine if the soft cannula tear and the corrosion observed contributed to the reported alarm. Multiple attempts were made to retrieve the download data; however, these attempts were unsuccessful. Due to the damages observed to the device, the investigation was compromised. Without the download data, it could not be determined if the device generated a hazard alarm during operation. The cause of the reported hazard alarm during pod operation could not be determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. On addition the patient reports receiving a pod hazard alarm during operation.